Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, low pacing impedance was noted on the left ventricular (lv) lead. The device was reprogrammed to bipolar pacing to resolve the event. The patient was in stable condition.